Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent bolus express buttons response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer stated that they were not pressing any button for three minutes or longer. The customer used an energizer alkaline battery. The customer discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.